Manufacturer narrative:
This supplemental report is being submitted to provide the trend analysis and investigation conclusion. Please see updated sections: g4, g7, h2, h3, h4, h6 and h10. The device was not returned to olympus for evaluation therefore a definitive root cause could not be determined. It was presumed that the event occurred due to the following factors.: ·failure of the video signal processing board ·failure of the lcd panel unit as 6 years have passed since manufacture, it was presumed that the event was caused by aging degradation. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. Olympus technical support engineer performed troubleshooting with the reporter and confirmed no video image on the oev-262h monitor. Further troubleshooting revealed that the tower monitor image was good and that the serial digital interface (sdi) signal was cabled correctly. The customer was not able to access the menus on the monitor when they pressed the display button as the display button did not work. The reporter proceeded to reboot the monitor and the display button on the monitor was still inoperative. The reporter stated that the device would be returned for further evaluation however; no device has been received to date. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that the secondary device does not display the serial digital interface (sdi) image. There was no patient involvement or harm reported. Olympus is attempting to gather additional information for this report.